Event description:
It was reported that an ilet user experienced a persistent alert 75 prompting repeated restart sequences following a cleared occlusion alert, with blood glucose remaining in the normal range, and the device was replaced. Symptoms included no reported adverse physiological effects. Outcomes included no hospitalization and temporary interruption of insulin delivery mitigated by troubleshooting and device replacement. Investigation included customer service troubleshooting, user education on shutdown procedure, data sync guidance, and retrieval of the device for evaluation. Investigation of this device revealed recurring restart alerts associated with a device power communication issue consistent with an internal electronics or interconnect malfunction following a prior occlusion event, which aligns with previously observed alarm behavior for alert 75. Investigation of the device engineering logs confirmed previous alert 75 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.